Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic appendectomy - "they used ctf33 and only two 5mm applied trocars for this case. The surgeon had noticed a black ring in the patient abdomen toward the end of the case and removed it. There was no stapler put through the 11mm trocar; only suture was used. There was also only a 5mm scope used. Upon analyzing, the ring from the ctf33 was still in tact but there was an extra black ring that came from the 11mm trocar. Possibly an additional ring stuck inside the trocar that was forced out at some point during the case. " patient status - "stable/fine".

Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering noted that the event unit contained an o-ring, a piece of the sealing mechanism; however, one additional o-ring was returned loose alongside the returned unit. The additional o-ring is likely due to the manufacturing of this lot. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Applied medical continuously seeks to improve the form, function and ease of use of its products and will monitor its vigilance system and take appropriate actions, as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.